Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not follow the hygienic condition after various retraining and counseling. On the same day, the patient was hospitalized for the event. The patient was treated with unknown antibiotic (dose, route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. It was unknown if the patient was retrained on proper aseptic technique. The outcome was not reported. No additional information is available.